Manufacturer narrative:
A ge representative evaluated the system and replaced the power cord plug. The system operates as intended.

Event description:
The customer reported the ground pin on the power cord was broken. No patient injury was reported.